Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record batch record file number 37022021 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No similar complaint was reported on the units released in january 2024. Summary of investigation: no sample/picture of the met defect, no bacteria identification, and no completed form "request for information - access port incident " were returned for investigation. Context review: the infection detected appeared 4 months after the implantation of the implantable port. Manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. Indeed, the records show that this batch of celsite access port was manufactured, packed, and sterilized in compliance with the defined specifications and according to validated processes. The products are packaged by a double sterile barrier. The packaging has been validated to withstand storage and transport conditions. Microbiological controls are carried out after each product sterilization. Complaints database review: the review of the customer complaints database does not show any increasing trend for infection following access port implantation. Root cause based on the above elements, and in particular on the fact that the infection appeared 4 months after implantation, it is then thought that this incident is not directly imputable to the device. However, the protocol and the rules of hygiene and asepsis followed by the hospital during the implantation of the access port are unknown, nor the protocol of disinfection and regular maintenance followed the days following the implantation. Conclusion the performed investigations reveal that: the involved celsite access port batch was produced in compliance with the defined specifications and according to validated processes. No other complaint was reported on this access port batch. The global complaint rate for infection on celsite access ports is very low (B)(4). No actions plan is foreseen at this time.

Event description:
Local infection after punctionning the port. Local antibiotherapy.

Manufacturer narrative:
Note: product reference 4430000 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record the batch number of the device involved in the complaint is unknown. Summary of investigation no sample/picture of the met defect nor x-ray picture were returned for investigation. Conclusion without any element for investigation no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new elements become available in the future, we will reopen this complaint. No actions plan is foreseen at this time.

Event description:
Local infection after punctionning the port. Local antibiotherapy.